Manufacturer narrative:
Plant investigation: it was not possible to examine the product because the complaint sample was discarded after use. Based on the description of the defect (leakage), the complaint can be attributed to a defect in the luer-lock connection (luer-lock adapter / vent port oxygenator). However, the exact cause of the leakage at the connection cannot be determined. A review of the complaint database found that this reported trend has triggered a corrective and preventative action (CAPA) regarding the failure pattern. A solution to remedy the problem of the dropped filters is currently being investigated. During the review of the manufacturing documents of the affected product, no deviation could be identified.

Event description:
It was reported that a xlung kit hydrophobic filter on the venous ventilation line had fallen off in the sterile packaging. After filling the oxygenator according to the instructions, despite knocking or other measures, a clearly visible, large air bubble remained in the lower part of the oxygenator, which could not be mobilized at first. After the system had been in circulation for some time (approx. 15 minutes), the air bubble gradually became smaller and was no longer visible. It was reported that drips from the transition between the venous venting port of the oxygenator and the venous venting line occurred, although the venting line was firmly seated on the venting port. Upon follow-up, it was confirmed that the product was used in a training course, and that there was no patient involvement. It was reported the product sample is not available to be returned.